Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized for high blood glucose of 507 mg/dl. Customer was not sure why blood glucose was high once at the hospital customer figured out basal rates was too low. Since then customer has been fine. No further information reported.